Event description:
Patient undergoing a total hip replacement. The acetabular inserter broke apart during the case. Nothing out of the ordinary occurred that may have caused or contributed to the device breaking. Broken acetabular inserter--all pieces accounted for, no retained objects. No patient or staff harm. A small amount of extra time was required to reinsert the prostheses. Case was not canceled. Staff believe the engineering of the device may be a contributing factor to this event.